Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the customer had high blood glucose levels of 418 mg/dl. The customer reportedly hit a low blood glucose level on the night prior to the event and hit the suspend function on the insulin pump but woke up with high blood glucose levels as a result. The customer also reported that the belt clip of the insulin pump was broken. No additional information is provided.